Manufacturer narrative:
The device was returned for analysis. The reported deformation due to compressive stress/kink was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to inadvertent mishandling as it is likely that inadvertent mishandling during shipment and/or storage at the account resulted in the noted multiple creases on the top left side of the chipboard box thus resulting in the noted kink in the dispenser coil; thereby resulting in the reported shaft kink at the same location inside the coil and thus resulting in the reported difficult to remove. The noted hypotube separation at the location of the reported shaft kink likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.5x20mm trek rx balloon dilatation catheter (bdc) was removed from the dispenser coil; however, resistance was felt and it was noted that the shaft was kinked. The bdc was not used and the procedure was successfully completed with another bdc of the same characteristics. There was no patient involvement. The return device analysis identified that the hypotube was separated, 0.10mm proximal to the strain relief. No additional information was provided.